Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise over-sensing resulting in pacing inhibition on the right ventricular (rv). Programming changes were made to resolve the issue and the patient was asymptomatic.